Event description:
It was reported to philips that the system was unable to produce x-rays. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the customer was performing a planned cardiac diagnosis and customer re planned the procedure on another system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, the fse found that the clamping rings were no longer sufficiently tightened so fse replaced the daggers and self-locking fittings, replenished the coolant, cleaned and dried the detector. Another visit, fse reviewed the log files, and noted that logs indicated a detector temperature problem before the loss of communication occurred. On the following day, to resolve the problem, fse repair a coolant leak that had damaged the detector, which was subsequently replaced and return the part for further analysis and glyoco shell leak inside the detector was found. After replacement of cooling hoses and detector, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact was corrected.